Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: review of the black box data revealed a ¿no cartridge detected¿ warning recorded on (B)(6) 2016 at 12:38; delivery of insulin resumed at 12:45. A loss of prime related to a cartridge change was recorded on (B)(6) 2016 at 18:51; delivery of insulin was resumed at 19:12. An unexplained power on reset event occurred on (B)(6) 2016 at 18:45 after which, insulin delivery was never resumed. Review of the total daily dose amounts and basal history revealed the basal delivery to be accurate based on the user¿s programmed settings. On testing, delivery accuracy was confirmed without air bubbles detected or delivery defects. The force sensor was evaluated and determined to be detecting force correctly. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate nor confirm a functional/operational issue with the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia on (B)(6) 2016 while on insulin pump therapy with blood glucose measuring 27 mmol/l ¿ 34 mmol/l with positive urinary ketones. The distributor did not provide information regarding treatment of the reported hyperglycemic event. The distributor stated the patient had lost confidence in the insulin pump because issues with the presence of air bubbles in the cartridges and infusion sets during the night was not able to be resolved after troubleshooting. The distributor reported that insulin, infusion sets and cartridges were all being used per the manufacturer¿s instructions for use without resolution of the air bubble issue. The distributor replaced the pump to the patient. This complaint is being reported because the patient reportedly experienced hyperglycemia while on insulin pump therapy with claims of unresolved air bubbles in the delivery system occurring during the night.